Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time

Event description:
Boston scientific received information that an alert was detected for cardiac resynchronization therapy pacing of less than 85 percent. Pacing was 42 percent. Technical services reviewed the presenting electrogram (egm) and it showed the left ventricular (lv) lead was sensing something and inhibiting lv pacing. It appeared the lv markers lined up with the end of the atrial activity. Technical services discussed troubleshooting and programming options. It was noted the patient has a history of pulling on the lead, so it was possible the lead was dislodged. It was suggested to perform a x-ray to confirm lead location. The patient has been scheduled for follow-up within the near future. The device system has since been changed to provide pacing only in the right ventricle. At this time, this lv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient twiddled the device resulting in left ventricular (lv) lead dislodgement. As a result, this lv lead and associated device were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.